Manufacturer narrative:
The device in question (sn (B)(4)) was returned for inspection. The pump was subjected through a delivery accuracy test. The pump was programmed at a rate of 100 ml/hr for 24 minutes, with a target volume of 40.0 ml. (B)(4) delivered 41.3 ml, which is within walked med infusion's acceptance criteria of a 5% tolerance. A review of the manufacturing and service records di not reveal nonconformities related to the reported event. In the "esubmitter" software would not allow the product code "frn" to be chosen. However, this is the correct product code was the device in question is an infusion pump.

Event description:
The pump in question was programmed to deliver medication in 2 hours. However, the pump delivered the entire dosage in 1.5 hours.